Event description:
Sales representative reports a registered nurse reported a flexiseal was inside the end user and the user had a blister that opened. She also reported that the fecal management system had been inserted this week and that she had removed it.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. A request for additional patient/event information has been requested. No details have been provided to date. A return sample for evaluation is not expected. An investigation request has been sent to the manufacturer. Should additional information become available a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).